Event description:
It was reported that the ventilator generated two technical error codes while it was connected to a pt and it stopped ventilating. The technical error codes indicated disable valves and a communication failure between the control printed circuit board and the ventilator's monitoring subsystem. The ventilator was turned off and turned on again but all values showed zero and still would not ventilate. The ventilator was taken out service. (B)(4).

Manufacturer narrative:
(B)(4)